Event description:
Patient was noted to have total pacemaker failure at pacemaker check. He was admitted to the hospital and underwent an operation for replacement of pulse generator. No telemetry, no magnet response, and eol.